Event description:
The port used to link the vpads to the system was damaged by another hospital employee before the case started but after the patient was under anesthesia on the table. The damage could not be fixed so the case was aborted. Note: this report was originally submitted on january 12, 2022. It was rejected due to a duplicate number used in the report section. No additional information has changed.

Manufacturer narrative:
This report is being supplemented to provide information that was inadvertently not provided in the initial medwatch report. The device was not returned for evaluation. The facility was unaware how the port was damaged. It is possible that the vpad cable was pulled aggressively from the port. The port has a locking mechanism which would break if handled in this manner. "However", a definitive root cause could not be determined. Veran will continue to monitor field performance for this device. This supplemental report is being submitted as a corrective action following a retrospective review of complaints in response to an observation from an external inspection.